Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained the blood glucose readings of 202 mg/dl, 172 mg/dl and 166 mg/dl on the reported meter which she claimed were inaccurately high compared to her expected values. The patient took the action of consuming less food and drink. On (B)(6) 2013, the patient experienced the symptoms of shaking and joint pain; she did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated meter readings. Therefore this complaint is being reported.